Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x12 synergy drug-eluting stent was selected for use to treat the lesion. However, before it was entered into the patient's body, the distal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found a hypotube kink 435mm distal to the distal strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50x12 synergy drug-eluting stent was selected for use to treat the lesion. However, before it was entered into the patient's body, the distal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.